Event description:
On 08-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart at the quick release while she was asleep. The site location was at the hip and the pump laid next to her. The infusion had been in use for second day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart at the quick release while she was asleep. The site location was at the hip and the pump lies next to her. The infusion had been in use for second day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.